Manufacturer narrative:
The primed device was received for evaluation. Visual inspection revealed that the spike vent cap was in the open position. Functional testing was performed by spiking the device into an in-house solution bag, repriming, and checking for flow. The device was found to prime and flow normally with complete clamp shutoff noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set stopped flowing during infusion. The reporter indicated that no visible issues had been noted with the set, and that the set had been able to be primed. There was no patient injury or medical intervention associated with this event. No additional information is available.